Event description:
Reporter indicated a vns pt was experiencing gagging, coughing and crying with vns stimulation. Vns diagnostics performed indicated proper device function, but the vns was disabled at the request of the pt's parents; only the magnet mode setting was left on if needed. The pt later had generator replacement surgery. Attempts for further info and return of the explanted generator are in progress.